Event description:
The allegation was confirmed based on the diagnostic imaging that confirmed a retained sensor wire. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2021. The patient¿s father reported that while trying to remove the sensor after the patient¿s first sensor session, the sensor wire detached and remained in the patient¿s abdomen. The father¿s sister has a child who has used the g6 for a year and she was assisting the child¿s mother in the removal. The father was not there at the time so he does not know if the transmitter was removed as one with the sensor or was first snapped out of the sensor pod. The family disposed of the sensor. They went to the hospital and an x-ray was done which confirmed the retained wire was in the abdomen in one piece. The doctor performed minor surgery under local anesthesia, but he was unable to remove the wire. The following day the family went back, and an ultrasound was performed which again confirmed the retained wire, but the doctor told them it was too deep to remove. At the time of the follow up, the patient had some discomfort from the surgery but was stable with no signs of infection. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.